Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the downstream occlusion alarms, which were not reproduced. Evaluation found the downstream sensor current readings to be above specification and the downstream tubing guide depth to be out of specification, causing the reported symptom. The downstream sensor and tubing guide were reworked to correct the condition. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.